Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported poor communication. It was reported the patient called stating that she doesn't think her device is working at all because she's unable to sync with the ins and she's had a return of her target symptoms. Patient was seeing the poor communication screen on the programmer with and without the antenna attached. Patient says her symptoms started to return about six weeks ago, but they've been progressing. Patient feels "a real heaviness" in her lower back and does not know if this is a bowel symptom, but she thinks something's wrong. Patient services reviewed that the comm failure, return of symptoms, implant date, and the fact that the patient used high settings suggest the ins may be depleted. Patient was advised to contact doctor to have the device checked. No further complications were reported or are anticipated.